Manufacturer narrative:
One sample was received by manufacturing which was visually confirmed as the needle portion of the device only with insufficient residual viscoelastic to perform any further evaluation. All batches are released according to the required specifications. While the actual lot number remains unknown, three possible suspect lot numbers were investigated and all initial testing results for the possible lots are within specification. No similar complaints have been reported for the three possible lot numbers. A possible root cause for this complaint may be that the customer observed silicone droplets. Most probably the blobs observed is medical grade silicone that is present on the coated syringe wall to enable glideability of the stopper. This silicone may accumulate during advancement of the plunger and form small silicone droplets. The silicone oil used is manufactured and tested in compliance with good manufacturing practices at an iso certified facility. The low levels of silicone oil do not elicit local ocular or systemic toxicity. Another potential root cause is product inconsistency however, this is unlikely as chemistry and microbiology data must meet requirements prior to release of product which is conformed for above possible lots. Since insufficient product is available and no manufacturing related issues were identified for the three possible lot numbers, a conclusive root cause could not be determined. Based on the available complaint information and insufficient product sample returned, the complaint could not be verified and it is concluded that the disposition of the product remains unchanged. (B)(4).

Manufacturer narrative:
A sample is available that has not yet been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. (B)(4).

Event description:
A doctor reported that a residual viscoelastic "blob" was noted inside of a patient's eye upon post-operative follow up. There has been no impact to the patient's vision nor any inflammation experienced. Additional information has been requested.